Event description:
The initial reporter stated that the pump did not alarm no flow out as expected when there was a kink in the administration set tubing. They stated that the pump failed to alarm. They stated that the patient had low blood sugar and was given juice via syringe as a result of the issue. Mmd did follow up with the initial reporter, who stated that the patient was doing well and their pump had been replaced. No other information was provided. (B)(4)

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.